Event description:
Based on the information provided in the paper ''valve-in-valve transcatheter aortic valve implantation for the failing surgical perceval bioprosthesis. Suleiman t, et al.'' A patient who had pre-operative conditions of ehlers-danlos syndrome and associated aortic and mitral valve disease received mitral valve repair and perceval implantation on (B)(6) 2015. The patient had an echo that showed evidence of severe aortic regurgitation (ar) through the perceval size m valve with failure of central coaptation. Additionally, there was evidence of moderate mitral regurgitation (mr) and moderate pulmonary hypertension (peak 55 mmhg). The heart team concluded that the patient was not suitable for re-sternotomy and that vinv-tavi was the best option. On (B)(6) 2020 the patient underwent a tavi and an edwards sapien 3 valve was implanted. There was grade 1 regurgitation which was abolished with post-dilatation using 1 ml extra in the balloon. Tissue strength seemed poor and a small access-related vascular pouch was electively covered with a 7 mm bentley graft stent (B)(6). The patient was discharged successfully two days after the procedure and is clinically much improved.